Event description:
It was reported that during a lap gastric bypass, the device malformed staples at the distal staple line. The surgeon oversewed the staple line to complete the case. There was no consequence to the patient.